Manufacturer narrative:
(B)(4): the device has not been returned to medtronic for evaluation. Unable to determine cause of the reported event.

Event description:
It was reported that after implanting the peek interbody device, the device had migrated into the abdominal cavity. The device was able to be retrieved after approximately 1 hour and was replaced. Patient lost over 5000ml of blood.

Manufacturer narrative:
Visual and optical examination of the returned device did not reveal any fracture or breakage. Plastic deformation, witness marks, and gouges are noted, consistent with implant and explant of device. Dimensional evaluation confirms conformance to print specifications. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the reported event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.